Event description:
It was reported that the ipl handpiece failed on the lumenis one causing a burn to the pt's face. Lumenis made reasonable attempts; however, no additional medical details were made available from the user facility regarding the reported event.

Manufacturer narrative:
The ipl handpiece, 560nm filter, small lightguide and switching module were requested to be sent to MFR for investigation. Should the items be returned as requested, a root cause evaluation will be conducted. The results will be updated in a follow-up MDR.